Event description:
It was reported that during a lap cholecystectomy, the device became not to be activated. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade broken off not returned. In addition, the clamp arm was detached and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field in addition the outer tube interface with the clamp arm was found to be very damaged. No further tests could be performed due to the device receiving condition. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. No conclusion could be drawn as to what caused the clamp arm to detach, however probable causes include: not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or entanglement in fibrous tissue.